Manufacturer narrative:
Reported event: an event regarding aseptic loosening involving a patient specific, proximal tibia was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a proximal tibia replacement which was inserted on (B)(6) 2016. The surgeon reported aseptic loosening of the implant. The imaging provided shows radiolucent lines along the stem between the cement mantle and bone, especially around the distal stem, where the bone has a gross osteolytic legion and bone resorption. Therefore, the radiographic assessment can confirm the reason for revision.. Device history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 12 oct 2006 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01-jan-2016 to present for similar reported events regarding loosening of the proximal tibia. There have been 8 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A patient prescription form was submitted for a patient's left proximal tibia. Notes indicate " revision for aseptic loosening after 13 years. (Tibial side only)" additional notes state "revision of left proximal tibial. Epr. Ha collar I-m stem to be same diameter as previous ie no wider. Retain existing femoral component please."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
A patient prescription form was submitted for a patient's left proximal tibia. Notes indicate " revision for aseptic loosening after 13 years. (Tibial side only)" additional notes state "revision of left proximal tibial. Epr. Ha collar I-m stem to be same diameter as previous ie no wider. Retain existing femoral component please."